Manufacturer narrative:
Dr. (B)(6) estimates that he has removed 50-100 penuma implants. However, dr. (B)(6) did not respond to a follow-up asking for additional information in relation to the alleged removals. Dr. (B)(6) also states that he has seen the device fragment, curl, and cause nerve compression that leads to a loss of sensation. No numerical values were provided to determine how many of each of these alleged events he has seen. Risk of migration, erosion and pain are risks associated with every surgical procedure involving placement of a synthetic implant material for cosmetic purposes. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists loss of skin sensitivity/sensation as an anticipated adverse event. An article was published in january of 2022 titled, update on the penuma an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those 100 patients, 10 patients had their implant removed for various reasons, loss of sensation was not a reason for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program. A review of all complaints from 2014 to 2023 found that erosion occurred 8 times, for a rate of (B)(4). A review of all complaints for fragment and curl found zero previous occurrences. A review of all complaints from 2014 to 2023 found that loss of sensation occurred 8 times, for a rate of (B)(4). These values are within the acceptable risk. Imd will continue to monitor these failure modes for future occurrences.

Event description:
Events were discovered when an article was published by insider on 03/14/2023. This MDR was filed to follow the alleged claims made by dr. (B)(6), a plastic surgeon. Dr. (B)(6) claims that he has removed 50-100 penuma implants. Dr. (B)(6) claims that he has seen the devices erode through the skin, fragment, curl, and cause nerve compression that leads to loss of sensation. Dr. (B)(6) was contacted in an attempt to obtain additional information on these alleged events.